Event description:
It was reported that the patient may have their entire system explanted for an unknown reason.

Manufacturer narrative:
Date of event is estimated. Further information was requested but not yet received.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2025 wherein the entire system was explanted to address the issue.

Manufacturer narrative:
Correction: additional information indicates that the patient underwent explant of system due to ineffective therapy, which is attributed to the leads. There is no alleged stated deficiency or malfunction of this device and no indication the device caused or contributed to the issue. Therefore, this device is no longer considered reportable.

Event description:
Additional information indicates that the patient underwent explant of system due to ineffective therapy, which is attributed to the leads. There is no alleged stated deficiency or malfunction of this device and no indication the device caused or contributed to the issue.